Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed that plug was missing a ground pin. Fse replaced reel, ac power cord, domestic, tdk lambd ((B)(4)). After the replacement, fse checked the operation and confirmed that it was working properly. Customer said he will not return broken part.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during the facility inspection the cardiosave intra-aortic balloon pump(iabp) the ground pin (gnd) of the ac plug broke. There was no patient involved.